Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm; model#: sc-3138-25, serial#: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation and it was noted that leads were having high impedances. It was also noted that the patient had a burning sensation at the ipg site when recharging but there was no actual skin damage. The patient underwent an explant procedure. No malfunction was suspected.